Event description:
It was reported that lead integrity alert triggered due to the right ventricular lead which had high impedance and was oversensing. Analysis revealed that the lead had been experiencing abnormal fluctuations in pacing impedances and that several non-sustained tachycardia (nst) episodes had occurred. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed that on (B)(6) 2011 the lead integrity alert triggered and a patient alert for a lead failure predictor. The daily pace lead impedance trend data shows a spike increase for ventricular pace bi impedance= 437 to 1368 ohms peak between (B)(6) 2011, then returning to a baseline of 418 ohms on (B)(6) 2011. There were twelve ventricular non-sustained tachycardias <=200 ms between (B)(6) 2011.